Manufacturer narrative:
(B)(4). Advancer bypass toward tissue, jaws unable to open_open after assisted. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. During the activation of the trigger the tip of the advancer slid toward tissue stop and the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws and one pear shaped clip was released and then, one jaw ramp got broken. Due the jaw ramp was broken, two clips were ejected. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass, jaw broken and opening issues. Finally, the device locked out as intended but the orange did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices jammed and did not advance clips. A new device was used to complete the procedure. There was no patient consequence.